Event description:
It was reported that a physician attempted "to place novasure 3 times unsuccessfully, then does a hysteroscopy and finds no obvious perforation, then places the novasure for the 4th time, performs the ablation, and the next day the patient has evidence of a bowel perforation". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).